Manufacturer narrative:
H6 updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. H6: added code a01 based on information in the complaint file. Investigation summary mechanical interaction with blood (hemolysis): the cause of the hemolysis was most likely related to positioning issues caused by patient movement, based on data log indications and provided clinical details. Device in wrong position: the cause of the positioning issue was most likely related to unintended use, specifically patient movement.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Laboratory results indicated hemolysis. An echocardiogram was obtained, showing the catheter positioned 7cm from the aortic valve. The device was repositioned but remained slightly deep at approximately 5cm. Hemolysis persisted and did not resolve after several hours. A decision was made to explant the pump and implant an impella 5.5 device. The patient survived the procedure and is currently stable.